Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 575 mg/dl; cause was unknown. Customer attempt to self-treat with a correction bolus via the pump, however was treated at the ER with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER 5 hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.